Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and had a keypad anomaly. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that the insulin pump alarmed no delivery while trying to rewind the insulin pump and even after the multiple reservoir and infusion set changes. Customer stated that the insulin pump alarmed no delivery after a 5 units manual prime has been delivered. Customer also reported that the insulin pump act button works intermittently. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: act buttons did not respond due to flattened button dome switch(no crease). No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.